Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause of the high impedance was unknown and had not been discovered. The stimulation pattern was programmed around the electrode.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and the other applicable component is: product ID 3778-45 lot# serial# (B)(4) implanted: explanted: product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain and other chronic/intractable pain of the trunk/limbs. On (B)(6) 2014, the patient complained of increased spasms. There was complaints of increased spasms/pain and an unsatisfactory stimulation pattern. Device interrogation showed the number two electrode was out of range (the impedance was greater than 10,000 ohms). The event was related to the device or therapy, and not related to the implant procedure. The entire system was reprogrammed on (B)(6) 2014 and the event resolved without sequelae. The device diagnosis was high impedance and the clinical diagnosis was increased pain.